Event description:
Information was received from a patient receiving intrathecal baclofen via an implantable pump non-malignant pain. It was reported that the reason for the call was the patient stated the controller was not connecting to the pump. The patient stated they had always had intermittent issues and would need to tap retry up to 3 times in order to get it to connect. The patient mentioned they had the pump filled yesterday and it worked all day, but this morning it didn't work. The agent had the patient reset the handset and communicator. The patient enabled and disabled airplane mode. The patient was able to feel the pump and confirmed it felt flat and easy to feel. The patient also mentioned they had lost weight but no falls/trauma that could impact how the pump was positioned.  An email was sent to the repair department to replace the communicator and the agent advised the patient to get the pump implant site check if the issue continues. While on the call, the patient mentioned they went to the doctor yesterday for a refill and they were able to connect right away.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial # (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 06-sep-2024, UDI#: (B)(4); h3. Analysis of the communicator found that it passed battery charging bench test. Also found tm90 micro usb interface is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.